Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
In situ measurements show affected channels. Patient reports there has been no change in hearing performance with the device.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
In situ measurements show affected electrode channels. Recipient reports there has been no change in hearing performance with the device recipient was re-mapped and high channels deactivated, reporting a cleaner sound. However, re-implantation is being considered but no date for surgery has been scheduled yet.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other mechanical damages found during investigation are related to explantation surgery. This is a final report.

Event description:
In situ measurements show affected electrode channels. Recipient reports there has been no change in hearing performance with the device recipient was re-mapped and high channels deactivated, reporting a cleaner sound. The recipient was re-implanted.